Event description:
The complainant stated that the overhead lift e-stop button does not cut out the electrical function. He has replaced the e-card, but now the lift continues to drift down when the e-stop is engaged if a button on the hand controller is engaged.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.